Event description:
A patient reported that the usb charging port cover of their pump had broken off, which allowed dust and dirt to enter the pump and required the charger to be inserted at an angle for the pump to charge. There was no adverse impact to the customer's blood glucose level.